Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient medical management is consistent with the reported hospitalization. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm sustained hyperglycemia on the reported event date. Review of device logs shows that the user initiated multiple supply change processes without completing them, resulting in incomplete cartridge states and interruption of insulin delivery. The user also manually paused insulin delivery for extended periods and did not resume therapy promptly despite system alerts. Additional periods of cgm signal loss and lack of response to device alerts were observed, which may have further contributed to disruption of insulin delivery. Based on available information, the event was attributed to use-related factors involving incomplete supply changes and prolonged interruption of insulin delivery. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 09-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels greater than 401 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026 and discharged (B)(6) 2026. Treatment details were not available. No long-term health effects were reported.